Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty g1 board and a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, on the high definition lcd monitor the image was on and off. The procedure was completed using the same device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of why the g1 board and printed circuit board were faulty could not be determined. Olympus will continue to monitor field performance for this device.